Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 white reload was analyzed and found to have the knife exposed within the knife track. The reload was partially fired. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observations not reported by site that are related to the customer reported complaint. The reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. No material appeared to be missing. The reload was found to have a damaged blade. The blade exhibited mechanical indentations. The reload was observed to have lodged, malformed staples bunched up on the surface of the reload and near the exposed knife location.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler white reload misfired. The procedure was completed with no reported injury.